Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was evaluated and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. However, reasonably known information suggests the probable causes are due to some kind of stress such as damage or deterioration of parts, degradation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope displayed scratches on insertion section (around 20cm) and exhibited deterioration of coating on insertion section. The issue occurred during service or maintenance. There were no reports of patient involvement.